Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy remained available. Review of device memory identified evidence that random access memory (ram) had been compromised, which can be indicative of power being lost and then restored. The device case was opened and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that previously, the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis found this pacemaker to have stable battery depletion and is operating as normally. However, recently, the device was unable to be interrogated and was found to be operating in safety mode. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. The device was received for analysis.

Event description:
It was reported that previously, the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis found this pacemaker to have stable battery depletion and is operating as normally. However, recently, the device was unable to be interrogated and was found to be operating in safety mode. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. The device is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that previously, the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis found this pacemaker to have stable battery depletion and is operating as normally. However, recently, the device was unable to be interrogated and was found to be operating in safety mode. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis found this pacemaker to have stable battery depletion and is operating as normally. No adverse patient effects were reported.